Manufacturer narrative:
The explant date was estimated to have occurred in 2024. Further information was requested but not received.

Event description:
Additional information was received indicating the physician considered the elective replacement indicator (eri) to be true eri due to battery depletion. Overestimation of battery longevity was suspected to have occurred during the previous follow up. Device was explanted at eri due to normal battery depletion. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. Abbott technical services was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating false elective replacement indicator (eri). The physician does not suspect overestimation occurred during the previous follow up.

Event description:
Additional information was received indicating the physician considered the battery depletion to be normal. Overestimation of battery longevity was suspected to have occurred during the previous follow up.